Manufacturer narrative:
(B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, while attempting to remove a calculus using a ncompass nitinol tipless stone extractor, the basket would not open as normal. The user opened the basket and tested the basket function. The user advanced the handle and discovered it could not be opened as normal. The device did not make patient contact. A new device was used to complete the procedure. No adverse effects to the patient were reported due to the alleged malfunction.

Manufacturer narrative:
Event summary as reported, while attempting to remove a calculus using a ncompass nitinol tipless stone extractor, the basket would not open as normal. The user opened the basket and tested the basket function. The user advanced the handle and discovered it could not be opened as normal. The device did not make patient contact. A new device was used to complete the procedure. No adverse effects to the patient were reported due to the alleged malfunction. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ncompass nitinol tipless stone extractor was returned for investigation with the handle in the closed position and the basket formation in the open position. The male luer lock adapter was tight, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 2.5cm in length. A bend was noted in the basket sheath approximately 2cm from the support sheath. A function test determined the handle does not actuate the basket formation. The handle was disassembled. The basket sheath and support sheath were noted to be detached, and glue was noted on the basket sheath. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Reviews of the device manufacturing instructions and quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ the returned device was found to have a basket that was open and could not be closed. The support sheath and basket sheath had separated, preventing the motion of the handle from actuating the basket. The support sheath and basket sheath are held together with glue. Glue reside was observed on the basket sheath, indicating proper assembly during manufacturing. Based on the available information, cook has concluded that the cause for the sheath separation could not be determined. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.